Manufacturer narrative:
The customer had originally indicated to us that the complaint device would be available for investigation. We have made several attempts to retrieve the device but these have been unsuccessful. Our investigation is therefore based on the event description provided by the customer and our knowledge of this issue. The customer has indicated that the heater wire pins on the expiratory limb of the circuit were bent. It is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Manufacturer narrative:
The device is currently being retrieved from the customer. We will provide a follow up report on receipt of the device and completion of our investigation.

Event description:
A health care facility in (B)(4) reported via our distributor that they found five rt240 adult dual heated breathing circuits had bent pins on the expiratory limb. No patient consequence was reported.